Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere impactor tip broke upon impaction. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed as visual examination of the returned product/provided pictures identified item and lot number. Cosmetic inspection found damages: nicks, scratches, gouges, faded etching, wear and strike marks. It is confirmed the impactor pad has fractured and not all the pieces were returned. The features of this fracture surface align with bending overload. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.